Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. She was unsure of the blood glucose reading at the time of admission. The customer had passed out and felt cold, nauseous, and had chest pain. The customer was treated with glucose and sugar water. The customer was wearing the insulin pump at the time of the event. The customer also reported ongoing issues with high and low blood glucose. The customer had a low of 46 mg/dl and treated with glucose tablets. She had turned off the basal and woke up with 206 mg/dl. She stated she has had ketoacidosis twice and two heart attacks.